Event description:
The hospital reported that during endoscopic vein harvesting procedure, vasoview hemopro 2 vessel guide wont retract far enough, obstructs view. New kit was opened to complete case. There was a procedural delay to open the new kit. No patient injury.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evalaution on 02/16/2024. An investigation was conducted on 02/19/2024. A visual inspection was conducted. Botht the harvesting device and cannula was returned for evaluation. Signs of clinical use evidence of blood was observed. There were no visual defects observed on the returned harvesting device. Charred material was observed on the intact heater wire. There were no visual defects obseved on the intact cannula or the intact c-ring. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The returned harvesting device was inserted into the cannula with no physical or visual difficulties observed. The blue toggle of the cannula was manipulated to retract and extend the intact c-ring. There were no visual or physical diffiulties observed with the retraction or extension of the intact c-ring. Based on the returned condition of the device as well as the evaluation results the reported failure "mechanical problem-c-ring" was not confirmed. The lot # 3000356123 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.